Event description:
It was reported that a light sensitive drug set leaked total parenteral nutrition solution from the bottom of its chamber. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not reveal any issues with the device. Gravity testing was performed and revealed a leak at the bottom of the drip chamber. The reported condition was verified. The cause of the condition was determined to be due to defective raw material from an external supplier. A notification was sent to the supplier. In addition, involved personnel was notified and extra leak testing was implemented during the incoming inspection controls for the chamber raw material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.